Event description:
It was reported that "when lines were being moved in preparation for patient to be rolled and repositioned, the lumen tube came disconnected from the lumen connector port (distal port) no signs of tearing, no tension on the line at the time of incident". No apparent injury, lumen was able to be clamped quickly to prevent air being entrained in to the patient's circulatory system. As it was the distal port, generally used for pressure monitoring no critical infusions were being given via this lumen.

Manufacturer narrative:
Qn# (B)(4). The customer did not return a complaint sample; however, they supplied three photos showing a luer hub separated from the extension line. A probable cause of the separation cannot be determined from the photos and without the sample to evaluate. In general, teleflex ifus provided with kits warn the user "do not apply excessive force in removing guide wire or catheter. If withdrawal cannot be easily accomplished, a chest x-ray should be obtained, and further consultation requested." The IFU also warns to open the catheter clamp prior to infusion through lumen to reduce the risk of damage to extension line(s) from excessive pressure. In addition, the IFU states "do not secure, staple, and/or suture directly to outside diameter of catheter body or extension lines to reduce the risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The report that the luer hub separated from the extension line was confirmed through examination of the customer supplied photos. The images showed the extension line and luer hub separated; however , the actual complaint sample was not returned for evaluation. The probable cause of the luer hub separation could not be determined based upon the information provided and without the actual complaint sample returned for evaluation. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "when lines were being moved in preparation for patient to be rolled and repositioned, the lumen tube came disconnected from the lumen connector port ( distal port) no signs of tearing, no tension on the line at the time of incident". No apparent injury, lumen was able to be clamped quickly to prevent air being entrained in to the patient's circulatory system. As it was the distal port, generally used for pressure monitoring no critical infusions were being given via this lumen.